Event description:
The recipient is reportedly experiencing a displaced electrode. The recipient underwent repositioning surgery on (B)(6) 2019.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. This is the final report.